Event description:
It was reported in (B)(4) that the foot pedal sticks up above the rest of pedals and the side rail latch jams. No adverse consequences were alleged.

Manufacturer narrative:
Results - latch.